Manufacturer narrative:
D4 revised.

Event description:
A 60-year-old male with nstemi was admitted for ongoing chest pain and evaluated for cardiac surgery. During an MRI viability study, he experienced a cardiac arrest and was successfully resuscitated. An impella cp was placed for urgent transfer to a higher-level care center. On arrival, echocardiography showed an ef of 5%, prompting upgrade to an impella 5.5 with cp removal. Initial positioning was shallow and subsequently advanced under echo guidance. The patient was extubated and started on argatroban, and he received a blood transfusion. On (B)(6) 2025, he underwent off-pump CABG ×3. He later developed right-sided failure and returned to the or for protek placement. He was also on vv ECMO (cannulation date unknown). With escalating milrinone, he experienced increased ventricular tachycardia. Ongoing volume overload required initiation of continuous renal replacement therapy. He was tracheostomized on (B)(6) 2025 and started on lidocaine for persistent arrhythmias. Social work was engaged to identify a healthcare proxy. On (B)(6) 2025, care was withdrawn and the impella 5.5 was explanted. The initial impella cp was unable to provide adequate support after cardiac arrest, necessitating upgrade to the impella 5.5. Subsequent multiorgan failure, prolonged ventilation, and need for dialysis were most consistent with cardiogenic shock following arrest rather than device malfunction. Tachyarrhythmias may occur with mechanical circulatory support but were more likely secondary to the patient¿s profound shock state. Hemoglobin decline could be attributed to CABG or protek placement; no clear association with the impella device was identified. Death occurred after withdrawal of care.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Subsequent multiorgan failure, prolonged ventilation, and need for dialysis were most consistent with cardiogenic shock following arrest rather than device malfunction. Tachyarrhythmias may occur with mechanical circulatory support but were more likely secondary to the patient¿s profound shock state. Hemoglobin decline could be attributed to CABG or protek placement; no clear association with the impella device was identified. Death occurred after withdrawal of care.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.